Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. The patient's pacemaker, right ventricular (rv) and right atrial (ra) leads were explanted and replaced on (B)(6) 2025 for unknown reason. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes the pacemaker system was explanted and replaced due to increase in capture thresholds on both right ventricular and right atrial leads. The patient was in stable condition.